Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An 8mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion; however, the balloon ruptured upon inflating at nominal pressure. The device was replaced and the procedure was completed with a non-bsc balloon catheter. No patient injury or complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. An 8 mm x 2.50 mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion; however, the balloon ruptured upon inflating at nominal pressure. The device was replaced and the procedure was completed with a non-bsc balloon catheter. No patient injury or complications were reported.